Event description:
During a low anterior resection, could not remove the device. Fired a 3rd time and was able to remove but found there was a failed anastomosis. Staples had not formed. No patient consequence.